Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Test strips were used to confirm the blood leak. Estimated blood loss was 200cc's. Pt had no ill effects. Actual sample is not available; a companion sample of the same lot number is available.